Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The spouse of a hemodialysis user reported death of patient. The exact date of the patient's death is unknown, but approximated to be within the month of (B)(6) 2014. Per patient's registered nurse, the patient died while hospitalized. Per the nurse, no device malfunctions were alleged to be associated with patient's death. Medical records have been requested.

Manufacturer narrative:
Medical records were received by the post market surveillance department and a clinical investigation was completed. The results are as follows: the medical records received contained hd flowsheets and hd orders for the month of (B)(6) 2014, that showed no hd machine or reverse osmosis machine malfunction, and all dialysis products used were operating within normal limits with all safety checks performed and pre-treatment test passed. Also noted for the month of (B)(6) 2014, the pt experienced chronic 4+ lower extremity edema, bilateral 3+ pedal edema, shortness of breath (sob) on 3-4l oxygen via nasal cannula, and weakness needing assistance with transfers and ambulation, and hypotension on midodrine of unk dose via oral route. On (B)(6) 2015, the pt experienced weakness requiring total assistance with ambulation and transfer, sob with bilateral crackles present, and a productive cough with copious frothy white expectorated sputum. On (B)(6) 2014, the pt was admitted to a hospital. While admitted, the pt died on an unk date in (B)(6) 2014. The pt's home therapies nurse reported that the pt was not dialyzing, at or four hours prior to the event. There is no documentation in the medical record supporting a possible association between the hemodialysis machine and the event of hospitalization and the outcome. Hemodialysis (hd) pts with end stage chronic renal failure are at an extraordinarily high risk of death. In this type of pts, the single largest specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest. In our case, we do not have any clinical information that would allow us to analyze the factors associated with the outcome. The received medical records did not contain a death certificate or an autopsy report. No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. All device history records are reviewed and released according to "DHR review checklist and release procedure." If a device does not meet requirements, or is non-conforming, it will not be released.